Event description:
It was reported that the patient presented in clinic for initial implant procedure (B)(6) 2026. Upon tension test post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) was released prematurely from the delivery catheter. However, the ralp was found fixated, and all electrical parameters were found to be acceptable. The surgery was concluded with the ralp implanted. Patient condition was stable.